Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, trailing haptic broken in eye. The procedure was completed on the same day. Additional information has been requested, yet no new information received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11 the lens was returned positioned incorrectly in the lens case inside the lens carton. Solution was dried on the lens. The optic was cut into two portions, typical of an insertion and removal. One haptic was broken in the gusset area. The broken haptic was returned to the well area of the lens case. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause cannot be determined for the reported complaint. The lens was returned cut into pieces, typical of an insertion and removal. The reported broken haptic damage was observed. The position of the lens and haptics during delivery cannot be confirmed based on the sample evaluation. The broken haptic was reported as the trailing haptic. It is unknown if the lens was in the correct position for advancement per the IFU (instruction for use). Using holding forceps, grasp the lens by the optic edge and gently place the anterior lens side up into the back of the ovd (ophthalmic visco surgical device)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).